Event description:
It was reported that during surgery while using, the forceps bent at the tip. The procedure was completed with no delay using an s&n backup device. There was no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The unknown batch device was not returned. A visual inspection confirmed the tip of the rdce frcps w/ pts {} brd is bent . The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.